Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 63-year-old female underwent ascending aorta replacement and mitral valve replacement and subsequently developed post-cardiotomy shock with right ventricular failure. An impella rp flex was implanted. After connection and zeroing on the automated impella console, the placement signal displayed an inaccurate pulmonary artery pressure reading of 70/68 mmhg. The device was removed, therefore, hemodynamic instability and device revision or replacement will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange. A second impella rp flex was implanted. The console subsequently displayed a ¿placement signal not reliable¿ alarm with the second device. Despite the signal inaccuracy, the patient remained hemodynamically stable on impella rp flex support with inotropes, vasopressors, mechanical ventilation, and veletri. No motor current abnormalities were noted, and daily chest x-rays confirmed appropriate device position. The patient was successfully weaned from vasoactive medications, veletri, and mechanical ventilation. Post-extubation dyspnea improved following initiation of sled. The impella rp flex was successfully weaned and explanted after 10 days of support. Hemodynamics were stable after explant. Device return and evaluation are pending. This report is submitted due to inaccurate placement signal and ¿signal not reliable¿ alarms.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 serial number was corrected. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: no logs were returned. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.